Manufacturer narrative:
Product complaint # (B)(4). The device catalog number is unknown; therefore, UDI is unavailable. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This complaint is from a literature source. The following literature cite has been reviewed: van ooij b, de keijzer dr, hoornenborg d, sierevelt in, haverkamp d. Lower revision rates for cemented fixation in a long-term survival analysis of three different lcs designs. Knee surg sports traumatol arthrosc. 2022 aug;30(8):2707-2713. Doi: 10.1007/s00167-021-06587-8. Epub 2021 may 2. Pmid: 33934194. Objective and methods: authors sought to identify whether cemented or uncemented fixation was best for long-term survival in primary total knee replacements, utilizing depuy lcs over a minimum 15-year follow-up. 1271 cases were included, with inflammatory joint disease (ijd) in 657 cases and non-ijd in 614 cases. Tkas were cemented in 522 cases and uncemented in 749 cases. A bicruciate retaining design was used in 180 cases, a rotating platform design in 174 cases and an anterior posterior glide posterior cruciate-retaining (pcr) design in 916 cases. Primary endpoint was defined as either revision of components or patient death. Results: in the cemented lcs tka group, 22 revisions were performed with component exchange. Two of these revisions were septic. In the uncemented tka group, 106 revisions were performed with component exchange, 10 of these revisions were septic. Although death was indicated as an endpoint, actual numbers of deaths, specifics or causes of deaths were not provided. There is no information linking deaths to the depuy products or surgical procedure. Causes for revisions apart from sepsis was not provided.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. This complaint was opened to document complaints derived through a journal article review. Follow-ups were done to try and obtain additional information from the author of the journal article. No further information was received. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.